Event description:
It was reported that the explanted devices were discarded after surgery. No other relevant information has been received to date.

Event description:
It was reported that this patient¿s device showed high impedance during a replacement surgery for battery depletion. Since the previous generator had reached an end of service status, diagnostics could not be performed on previous generator to confirm impedance values. Diagnostics were performed on the newly implanted generator and high impedance was confirmed. The pin was re-inserted during surgery to ensure complete pin insertion; however, the high impedance did not resolve. The patient received a full system replacement, where both the lead and generator were replaced. No other relevant information has been received to date. The explanted products have not been received by the manufacturer to date.